Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. The pt presented at the physician's office complaining of claudication of the right lower extremity and of having pain in the right groin over a three week period that worsened. The pt had also flown on an airplane during that time period. The pt was taken to surgery where thrombosis was removed via fogarty catheter technique. The vascular surgeon indicated in his notes that the vasoseal collagen plug was removed. No thrombosis pathology was obtained. No further complications were reported.